Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case during femoral preparation, hardware error displayed, the arm software was reset successful but the hall error popped up again. The system was shut down and was later not able to home the robot, the case was ended.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2015 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case during femoral preparation, hardware error displayed, the arm software was reset "successful" but the hall error popped up again. The system was shut down and was later not able to home the robot, the case was ended.

Manufacturer narrative:
Reported event: mako robotic arm with reported event of "hardware error 11 (hall error)." Method & results: -device evaluation and results: according to (B)(4), the fse noted "rep (B)(6) called indicating that the system is locking up due to a hall error. Scheduled service for wednesday 07/13/2016. On 07/13/2016 system rob401 getting hall errors for joint 3 @ (B)(6). Resolution @ 03:00pm by (B)(4): system started upon arrival. Hall error prevented system from completing homing. When home robot was initialized, the system would lock up displaying "hall error" message. Tried reseating front and back cpci cards to no avail. Changed j3 hall wire part #201403 qty 1. Started system and successfully performed presurgery checks. System verification fully performed per service manual. All testing passed without any problems. System is ready for clinical use." -device history review: a review of the DHR associated found qips passed with no notes or comments. -complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding rob401 getting hall errors for joint 3. There were no other reported events for the listed catalog number. Complaints related to this part number will be tracked through (B)(4). Conclusions: the report event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case during femoral preparation, hardware error displayed, the arm software was reset successful but the hall error popped up again. The system was shut down and was later not able to home the robot, the case was ended.